Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6. -12.0/2.5/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to nighttime glare/haloes. This resolved the problem. Cause of the event is reported as other: nighttime glare. Reportedly, patient request removal of lens.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).